Manufacturer narrative:
During preparation at the time of the pre-deployment electrical check the device positioning unit connector of the presidio ((B)(4)) came off for unknown reason. The product was replaced for a new one. The product was not used clinically. Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and stored per labeling instructions. No further information is available. The coil was returned undamaged. The complete introducer sheath with the resheathing tool was not returned. It is confirmed that the electrical connector was returned separated from the device positioning unit's (dpu) core wire. Adjacent, but proximal to the distal severed end, the core wire has been severely bent into a memory retained radius. The fracture is ductile in nature requiring external force. No material defects were found on the severed ends. It was reported that it occurred during preparation and during the pre-deployment check. Based on this it cannot be explained how a copious amount of dried granules of contrast became densely packed inside the distal end of the dpu; inside the outer sheath. This material is not used in the manufacture of the device. The most likely root cause of the electrical connector falling off the core wire was due to external force. The exact circumstances of how and when this damage occurred to the electrical connector cannot be determined. In addition, without the return of the complete introducer sheath and the attached resheathing tool used in the procedure, it cannot be determined if these components had any additional contributions to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the analysis of the returned device it appears that external force and severe kinking contributed to the event. The timing and source of this damage cannot be determined. However, based on the analysis it appears that it is possible that it was due to handling during preparation. There is no indication of any material defects contributing to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was coil embolization for the aneurysm at the top of the basilar artery, which was not calcified. No other information was obtained about the target vessel. The event happened during preparation. At the time of pre-deployment electrical check, the dpuconnector of the presidio (csp100700-30/f52757, complaint product) came off for unknown reason. The product was replaced for a new one. The product was not used clinically. Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and stored per labeling instructions. The complaint product is going to be returned for evaluation. No further information is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.